Event description:
Customer reported that she is unable to rewind the insulin pump. Customer stated that she was in the hospital and she was off the insulin pump for 3 or 4 days and when she went to put it back on it didn't rewind and she is unable to exit the preparing to prime loop. Customer was advised to hold down the act button until she received a second series of beeps and numbers appear on the display; numbers appeared on the screen. Customer stated that there was not serious injury. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.